Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported by the customer that they believe that the set does not consistently hold its original form when under certain pressures and when used for longer periods of time or with certain drugs. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 11522558 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using unspecified bd alaris extension set there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that they believe that the set does not consistently hold its original form when under certain pressures and when used for longer periods of time or with certain drugs. This coincides with a general report of chemotherapeutic drugs taking longer to infuse than anticipated. Verbatim : they believe that the set does not consistently hold its original form when under certain pressures and when used for longer periods of time or with certain drugs. This coincides with a general report of chemotherapeutic drugs taking longer to infuse than anticipated.

Event description:
It was reported while using unspecified bd alaris extension set there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that they believe that the set does not consistently hold its original form when under certain pressures and when used for longer periods of time or with certain drugs. This coincides with a general report of chemotherapeutic drugs taking longer to infuse than anticipated. Verbatim : they believe that the set does not consistently hold its original form when under certain pressures and when used for longer periods of time or with certain drugs. This coincides with a general report of chemotherapeutic drugs taking longer to infuse than anticipated.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.